Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The visual inspection and investigation revealed when the applicator knob is pressed in completely, then the inner shaft cannot be removed partially. The investigation was unable to determine how this damage occurred, it is possible that a mechanical excessive force caused this. The implant can be removed perfectly. This complaint has been determined to be indeterminate. (B)(6).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
The applicator device can no longer be detached. This is 2 of 3 reports for this complaint (B)(4).